Event description:
It was reported that the patient underwent a gynecological procedures on (B)(6) 2005 and (B)(6) 2009 and mesh and obtryx were implanted. The patient experienced pain, erosion of internal tissues and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). Additional narrative: it was reported that the patient underwent mesh implantation with concurrent hemorrhoid procedure. The patient underwent obtryx implantation on (B)(6) 2005 and (B)(6) 2009. Due to mesh erosion, recurring vaginal prolapse and infections the patient underwent mesh removal on (B)(6) 2009. (B)(4). Recurrent prolapse.

Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.in addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. This is one of two medwatches being submitted. See also medwatch 2210968-2012-06571. The same patient is represented in each medwatch.